Event description:
It was reported that: the patient supine, the conventional surgical disinfection shop towels, full clear surgical field exposure, regular line of anterior cervical decompression, into the intervertebral fusion, did not lock, perspective, steel plate position, then remove the screw order, but found that screw can't take out, can only take out as a whole.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: the reported event was confirmed visually to have two screws stuck in the locking ring. No manufacturing issues were found for this lot number. No information is available on how the screw holes were prepared. Possible root causes include: insufficient visibility. Screw hole too shallow. Plate/screw were previously used as a demo. Excessive axial/torsional force applied during screw insertion.

Event description:
It was reported that: the plate did not lock. The screws could not be removed and the whole plate was taken out. There are no reports of adverse health consequences to the patient.